Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: review of the black box data revealed the last basal and bolus deliveries were recorded on (B)(6) 2014. The pump history revealed the pump was manually suspended on (B)(6) 2014 with deliveries resumed at 12:24. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was exercised for 24 hours and was found to be delivering accurately within the required range. Investigation did not duplicate the complaint.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the an issue with inaccurate delivery by the pump. During troubleshooting by animas customer support, the total daily dose accurately reflected the basal delivery totals and the basal history matched the active basal program settings, the bolus totals matched and all boluses were recorded in the history as programmed. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.